Event description:
It was reported that the device alarmed the disposable interlock and microswitch were not working. There were unknown patient harm or adverse effects reported as a result of the event.

Manufacturer narrative:
The customer¿s reported problem was verified by testing and visual inspection. Found defect microswitch at return tube. The cause is bent/damage (due to physical adjustment) microswitch. Replaced microswitch assembly and o-rings to resolve the report error. The device passed all functional tests after the repair. Date of event was fully unknown.